Event description:
The patient reported exposed and frayed wires on the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. External and internal visual inspections of unit revealed exposed wiring of cable, right ang ext, 2.5id/5.5od 16awg.during the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Initially unit was unable to boot up due to exposed wiring. In result i3 unit was able to be powered on by directly plugging in the end tail of the power supply to the unit. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. The cause of the problem was determined to be customer reported power connector plug has frayed/exposed wires. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.